Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl. Customer stated that the insulin pump had a repeated no delivery alarm and also the customer tried all the remedies. Customer was treated with the bolus and insulin pump. Customer declined to troubleshoot for high blood glucose. The device will return for analysis.